Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged error 5 message was not resolved with troubleshooting. Per the onetouch ultralink user guide, the error 5 message prompts when there is a problem with the test strip or the blood sample is too small. Replacement product was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has not requested the return of the subject product(s) for evaluation.